Manufacturer narrative:
Other: allergic reaction, disabling pain, extreme swelling, nerve pain: the following products were used in the surgery: product ID: 54840046535, lot# unk, UDI: (B)(4), 510k: k141494 2. Product ID: 5440030, lot# unk, UDI: (B)(4), 510k: k102555. Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery due to some unknown reasons. Post-op, patient wife reported via a phone call that her husband thinks that he is suffering with allergic reaction, disabling pain, extreme swelling, nerve pain. No further information is available.